Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient via the manufacturer representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain and chronic low back pain. It was reported that the patient thinks her neurostimulator stopped working because it was set at 2.65 and they never had any problems, but now their back started hurting and is getting worse every day. The patient increased the amplitude up to 6.0 and they still could not feel any stimulation sensation. The patient reported falling on their backside a couple of times and reported that they had an endoscopy procedure where their stomach was biopsied. The patient also stated that they had a stroke in (B)(6) 2016 and an electrocardiogram in (B)(6) 2016. The patient was instructed to try switching to groups, but stated that they were not setup for any other programs. The patient suspected symptoms gradually onset this week, but did not clarify between (B)(6). The rep later reported that the event occurred on (B)(6) 2016 and that impedance measurements were taken and all electrodes were greater than 10,000 ohms. Additional information has been requested regarding interventions taken and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was explanted on (B)(6) 2016. The device status is unknown, but it would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.